Event description:
Presented to ed with complaints of right side pain. #16 fr foley inserted. Balloon tested with 5 cc sterile h2o prior to insertion. Approx. 2 hrs after insertion, attempted to remove foley. Less than 1 cc. H2o aspirated. Foley cut in attempt to deflate balloon. Still unable to remove. Mineral oil inserted. The following day, urologist able to remove after inserting 1-2 cc h2o through catheter channel.